Manufacturer narrative:
B3: event date estimated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that about a week or so ago they noticed they could feel a significant shocking sensation, and they noticed it most when they were lying down in bed at night. The patient said the sensation was kind of annoying, so they decreased the amplitude a "click." The patient confirmed the sensation reduced or went away, and they couldn't feel any stimulation at the time of the call. The patient mentioned that they notified the manufacturing representative (rep) of their concern, but missed the rep's call back. The patient was concerned that they weren't feeling any stimulation. The patient confirmed the therapy was helping to manage their symptoms. Agent reviewed stimulation expectations. Patient stated that they will maintain amplitude. The patient said they got real sensitive when they felt the urge to urinate, so they are still at a point that they use depends continually for that. However, the patient said they stay dry all day as long as they get to the bathroom when the therapy signals the m to go. The patient again confirmed the therapy was helping to manage their symptoms at the time of the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient mentioned they may be leaving therapy off for a while to assess their baseline symptoms and plan to follow up with field staff if they need further support.